Event description:
Additional information received reported the patient was concerned that their implantable neurostimulator (ins) battery level displayed fuller than it actually was for the last week prior to report. The ins showed fully charged but they felt it should not be. They would usually charge in the morning and in the evening and their left side would not take any charge until the afternoon and when they went to charge it again it showed fully charged. They were concerned it was a problem with the implantable neurostimulator recharger (insr) antenna. They confirmed that the screen was not frozen and there were no coupling problems. They had their battery checked by their health care professional a couple of weeks prior to report and everything was fine.

Event description:
Additional information received reported the patient had received assistance from their manufacturer representative and received a new antenna and they did not have concerns with their device or therapy at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, lot# unknown, product type: recharger. Product ID: 37612, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient was having issues related to recharging. It was noted that the right side battery would not take a charge but the left side implant did take a charge. It was noted that the device did not seem like it was working but it was on. The programmer was showing that the right side was fully charged but it should not be. It was later reported that the patient was requesting a recharger antenna and a belt.